Event description:
Boston scientific received information that during this patient's upgrade procedure, this atrial lead was removed from service due to unspecified product performance issue. No adverse patient effects were reported.

Manufacturer narrative:
The lead was surgically abandoned and will not be returned for testing. Therefore, boston scientific cannot confirm the reported clinical observations. This product issue will be re-evaluated if additional information is received.